Event description:
The consumer reported that the upholstery is torn because one of the bars the seat connects to is scraped. This compromises the chair's capacity to hold the user's weight and the user could fall out of the chair.